Event description:
It was reported after compressing, during a bunionectomy procedure, the cannulated stardrive shaft tip broke off in the head of the screw. Screw was removed and replaced. All broken pieces were retrieved. Another screwdriver was used to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. The mfg records were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was rec'd.